Manufacturer narrative:
A field service engineer (fse) was dispatched, who replaced the wash and waste valve and also replaced waste pump. The fse ran qc, no overflowing occured. Fse also followed up with customer. The customer noticed the overflow tube was filled up, then replaced diluent tank. No more overflow noticed. No further action required by the fse. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were (1) complaints reported during this time period which was similar to the present issue. The probable cause of the event was waste system: defective diluent tank. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported fluid leaking from overflow tubing with their aia-360. On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported event. Which resulted in delay in reporting of patient results for fsh, bhcg, and e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.